Event description:
The customer reported that their pump screen was dark and would not turn on. There was no reported impact on the customer's blood glucose level. Technical support instructed the customer to perform several troubleshooting steps, but the pump did not turn on. As a resolution, technical support decided to replace the pump, confirming that it was within warranty. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The faulty pump was to be put into storage mode and returned to tandem using a prepaid label.